Manufacturer narrative:
Product investigation is in progress.

Event description:
Malfunction hazard/cord; reversed, tube fraying- tampax [device breakage] case narrative: consumer reported via e-mail that the tube was fraying. No injury reported.

Event description:
Malfunction hazard/cord; reversed, tube fraying. Tampax [device breakage]. Case narrative: consumer reported via e-mail that the tube was fraying. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.